Event description:
It was reported that a surgeon performed two da vinci si procedures, and both patients developed rhabdomyolysis. No further information was provided.

Manufacturer narrative:
Based on the information provided, no malfunction of the da vinci si system, instruments or accessories is alleged to have occur. A review of system logs for the date of the event (B)(6) 2012 showed 2 surgeries that day, however neither surgery had a logged error during the procedure. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.